Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the user dropped something on the lid of the subject device.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the user found that there was a crack on the lid of the subject device. It was also reported that the user dropped something on the lid of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.